Manufacturer narrative:
Additional information was received on (B)(6) 2019. The devices were 375cc mentor memorygel breast implants that were placed on (B)(6) 2004 and explanted on (B)(6) 2019. In addition to the issues reported previously, the patient was also diagnosed with left sided rupture. The rupture was diagnosed through magnetic resonance imaging. The patient also detailed her symptoms more specifically. The following symptoms were listed: fatigue cognitive dysfunction muscle pain/weakness, joint pain hair loss, dry skin and hair premature aging weight problems inflammation poor sleep and insomnia dry eyes, decline in vision, vision disturbances hypo/hyperthyroid issues hypo/hyper adrenal issues parathyroid problems estrogen/progesterone imbalance diminishing horomones, early menopause hysterectomy low libido slow healing of cuts and scrapes, easy bruising vertigo gastrointestinal and digestive issues pancreatitus fevers/night swears, intolerance to heat and cold new and persistent bacterial and viral infections slow clearing of common colds and flues infections skin rashes ear ringing food intolerances/allergies headaches/migraines slow muscle recover after activity heart palpitations, changes in heart rate or heart pain swollen and tender lymph nodes in breast area, underarm, neck, groin numbness/tingling sensation in upper arms and lower limbs shortness of breath pain and or burning sensation around implant and or underarm liver and kidney dysfunction gallbladder problems cramping anxiety, depression, and panic attacks feeling like you are dying leaky gut, ibs, and sibo symptoms of or diagnosis of fibromylagia symptoms of or diagnosis of lyme disease symptoms of or diagnosis of ebv symptoms of or diagnosis of bia-alcl lymphoma diagnosis of cancer these issues have not been confirmed by a healthcare professional. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with unknown mentor gel prostheses in 2005 experienced fatigue, autoimmune reaction, and unspecified issues post procedure. The patient stated to have had four sets of implants and began feeling ill from them in 1994. However, 2005 is the first year in which mentor prostheses were known to have been implanted in the patient, so the event date being used is (B)(6) 2005, as this is the first time of illness would have occurred with a mentor product. These prostheses were explanted on (B)(6) 2011. There are no known official diagnoses from a healthcare professional. See 1645337-2019-11456 for contralateral prosthesis report.